Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a severely tortuous distal right coronary artery. After several attempts to cross the lesion, the 3.50mm x 20mm promus element stent delivery system was removed and it was noted that the stent had become lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device has not been returned for technical analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).